Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in lighthouse, error 307 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psc ccc did not need to install onto a golden system due to error 307. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of this finding, failure analysis was able to conclude that no root cause could be attributed to this psc ccc. The unit had error 307 is an unknown issue.

Event description:
It was reported that the customer was unable to get the patient side cart (psc) to connect. The technical support engineer (tse) instructed the customer to hard cycle the psc and reseat the blue fiber, then power up from the psc, but the issue persisted. The tse then had the customer swap the blue fibers between the psc and the surgeon side console (ssc). When the system was powered up from the psc again, neither the psc nor the ssc showed as connected. The tse advised the customer to reset the orientation of the blue fibers and hard cycle the psc, but the system still did not fully come up. The customer reported event has no report of patient injury.